Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 04mar2019. The v60 ventilator was returned for failure analysis. Visual inspection of the device did not reveal any signs of damage or contamination to the exterior of the unit. The v60 ventilator was tested and the reported issue could not be confirmed. No functional failures were found during the investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). Reporter phone number unknown. The device was not evaluated. The customer refused a replacement of the device.

Event description:
It was reported that v60 ventilator made a "noisy sound" when it was used for the first time. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.